Event description:
It was reported that during a procedure of the ostial right coronary artery (rca), lesion predilatation was not performed. The xience alpine stent delivery system (sds) was advanced, but could not cross the previously implanted, unspecified stents in the vessel. During the attempt to remove the sds, the stent implant became caught and dislodged from the balloon. The stent implant was successfully removed, without incident, using a snare device. Another stent was successfully implanted in the lesion. There was no reported adverse patient effect. Although the procedure time was lengthened, there was no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.